Event description:
Event description guidant received information that during a wound check for the patient with this lead, it was observed that there was farfield r wave oversensing on the atrial channel. This was resolved by reprogramming the atrial sensitivity.